Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) units helium knob is broken. There were no injuries reported.

Manufacturer narrative:
Additional contact information: (B)(6). A getinge field service engineer fse was dispatched to the site to evaluate the unit. Balloon port broken. Fails autofill. Replaced patient interface module. Device passed all functional and safety tests according to factory specifications. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The fat performed a visual inspection and found the part to have a loose balloon catheter port. This was causing a leak and autofill failure. Please see attachment. Fat was able to verify the reported issue. Retaining the part in the failure analysis and testing department per procedure number (B)(4) rev. Ap.

Manufacturer narrative:
Corrected sections: b5, b6, b7, d10, h6(health clinical & impact).

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) units helium knob is broken. There was no patient involvement.